Event description:
During the device use to monitor a patient, the device screen went blank and only the power indicator stayed on as the user pressed the nibp button. The users cycled power but the screen remained blank with illumination of only the power indicator, a possible lock up failure. However, the device powered on normally without any problems later on. The device use had no adverse effects on the patient.

Manufacturer narrative:
(B)(4): physio-control's preliminary device evaluation was unable to verify or duplicate the reported failure. Physio continues to investigate the reported event and will submit a supplemental report to the FDA as provided by 21 cfr 803.56.